Event description:
During implantation of a pedicle screw construct, a screw assembly's screw shank was partially pushed out of the assembly as a result of the locking nut threading deeper into the pedicle head. The screw assembly was replaced.

Manufacturer narrative:
Locking nut cross threaded resulting in the partial push out of the screw shank from the pedicle screw assembly.